Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. The diameter of the transfer set measured within specification limitations. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported that a ¿miss spiking¿ occurred while the patient was changing the solution bag during the ¿pd procedure¿ and the patient had to exchange the connecting tube. The next day the patient experienced peritonitis and was hospitalized. The peritonitis was manifested by cloudy effluent. The same day the patient was treated with unspecified intravenous (IV) antibiotics (dose, frequency and duration were not reported). The cause of the peritonitis event was reported to be the spiking error that occurred when spiking the solution bag, resulting in a gap between the transfer set and the port of the solution bag. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.